Event description:
The patient stated that last year while she was on the vgo she experienced a blood sugar of over 400 when her normal blood sugar is around 200. The patient stated the elevated blood sugar caused the patient to pass out and fall and hit her head. The patient stated she went to the hospital via paramedic. The patient stated they held her there 6 hours for observation. The patient stated she was diagnosed with a concussion. The patient stated she now has memory loss because of the concussion.